Event description:
It was reported that during repositioning of the ventricular lead, atrial lead insulation degradation was noted. The atrial lead was explanted and replaced.

Manufacturer narrative:
Final analysis found the proximal insulation damaged and the proximal coil squeezed in the same area the squeezed proximal coil caused damage to the distal insulation. The lead was damaged in the field and not a result of deficiency in material or workmanship electrical analysis found an intermittent short circuit in the distal part of the lead, due to the damaged distaal insulation.